Event description:
Reporter alleged the lancet needle this is a part of the softclix plus lancing device used in finger-stick blood glucose testing protrudes outside the end of the dial cap and will not retract. The location of the alleged incident was not provided. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.